Event description:
The patient suffered a fall at work with pain and change in appearance of the right breast. Her augmentation was done 22 years ago. She is having pain after the fall on the right. The left side with capsular contracture. The patient was not sure if the implants were saline or silicone. During surgery, the left implant was removed. This was a gel filled implant in ruptured condition. The right implant was seen to be intact. The procedures done were a left open capsulectomy with exchange to gel implants 500 ml moderate plus profile and a right open capsulotomy and exchange of gel implant to 500 ml moderate plus.